Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that the device failed 50 percent of the oxygen test. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other text: no patient involvement. (Updated b5). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 30-aug-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with missing end caps, cracked CPAP (continuous positive airway pressure) knob, damaged front panel, cracked battery cover, and the input manifold was loose on the bottom chassis. The customer stated problem was not duplicated. The customer reported issue was not found during investigation, other problems were found. Replaced all damaged components: replaced housing for cracked internal threads, front panel, small knob and knob caps. Replaced faulty variable relief valve. Tighten and secured loose input manifold. Adjusted CPAP control and frequency control to tolerance. The cause of the reported problem could not be determined, although the device presented physical damage produced by the customer. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.